Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged one day post implant. A revision procedure was performed to reposition the lead; however, unsuccessful. The lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed dried body fluid in the lead lumen. The conductor coils were deformed 232, 258, and 290 millimeters (mm) from the terminal pin. Cuts in the insulation were found 318 to 320 mm and 335 to 339 mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations as visual inspection did not reveal anything wrong with the lead that would cause the dislodgment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.